Event description:
Complainant alleged that while attempting to treat a (B)(6) male pt, the device displayed a "defib pad short" message. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction. Complainant indicated that examination of the electrode pads after the event indicated that the electrodes were not opened properly.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.